Event description:
It was reported that during a da vinci si hysterectomy procedure, while taking down the patient's uterus, arcing to the patient's uterus from the mcs tip cover accessory installed on the monopolar curved scissors (mcs) instrument was observed. The tip cover accessory was replaced to successfully complete the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received.